Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device records several failed self-tests due to a low battery on the (B)(6) 2014. An increase in voltage later that day suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2014 and the (B)(6) 2014. During this time the pad-pak was removed for approximately 3 months. The pad-pak was reinstalled on the (B)(6) 2015 and passed a self-test. The pad-pak was removed. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.